Manufacturer narrative:
Manufacturer has been notified and has been advised to provide retain lot testing from same lot/batch.

Event description:
End user sent an email stating "the last 5 boxes of easy touch 28 gauge u-100 insulin syringes (28g 1cc 1/2") with 1/2" long needle, 1cc (100 unit capacity have been so bad the metal part is fail or already have burs on the tip of the needle and they hurt going in they just rip your skin last 2 boxes thought it was just them but I just got 3 more boxes and they are the same way".